Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display screen was cracked while the user was at work, after which the touchscreen did not respond and the ilet was deemed nonfunctional; a replacement was indicated and shutdown guidance was provided. Symptoms included none and blood glucose was not affected. Outcomes included continued diabetes management via cgm using the dexcom app or receiver and instructions to return the device and perform a new startup on the replacement. Investigation included complaint intake, verification of shipping and return logistics, and assessment that on-device functionality could not be confirmed due to the damaged screen. Investigation of this case revealed a damaged display component with loss of touch input, consistent with a screen break rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device leading to loss of display and touchscreen functionality.